Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article review: a review of 273 implanted groshong (148) and hickman/broviac (125) tunneled central venous catheters (tcvc) in 238 infants and children (age range: infant ¿ 3 years) undergoing anti-cancer therapy between 2000 and 2018. During catheter implantation, 35 patients experienced complications: 14 patients experienced complicated guidewire insertion after successful venous puncture (10 groshong; 4 hickman/broviac); 4 patients experienced inadvertent arterial puncture (3 groshong; 1 hickman/broviac); 6 patients experienced multiple unsuccessful venous punctures (4 groshong; 2 hickman/broviac); 7 patients experienced conversion to venous cut down (2 groshong; 2 hickman/broviac). Complications during the dwell period were experienced by 77 patients: 44 patients experienced catheter tip malposition (20 during the first seven postoperative days; 24 thereafter), requiring catheter tube repositioning, catheter removal, or exchange (15 groshong; 29 hickman/broviac); 19 patients experienced infection originating from the catheter and leading to device removal (16 groshong; 3 hickman/broviac); and 14 patients experienced inability to aspirate or administer the medication due to thrombosis, leakage with extravasation, avulsion of tube fragments, or disconnection between the port chamber and catheter tube (10 groshong; 4 hickman/broviac). The median age at implant was 1.9 years (range 0.1 ¿ 3.0 years). Martynov, I., raedecke, j., klima-frysch, j., kluwe, w., & schoenberger, j. (2018). Outcome of landmark-guided percutaneously inserted tunneled central venous catheters in infants and children under 3 years with cancer. Pediatric blood & cancer, 65(10), 1-6. Doi:10.1002/pbc.27295.

Event description:
It was reported in an article in pediatric blood & cancer titled ¿outcome of landmark-guided percutaneously inserted tunneled central venous catheters in infants and children under 3 years with cancer', that 19 patients experienced infection originating from the catheter and leading to device removal, and 14 patients experienced inability to aspirate or administer the medication due to leakage with extravasation.